Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to flattened up button dome switch. No moisture damage was found inside the pump. The pump was unable to perform the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test due to no button response and button error alarm. The pump was also received with cracked reservoir tube and broken belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and moisture damage from the insulin pump. The customer's blood glucose reading was 285 mg/dl. The customer treated with syringe. The customer stated that he received a button error while practicing sports in the rain. The customer stated that the button error occurred right after the pump was exposed to moisture. The customer stated that the up arrow is unresponsive. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.